Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images provided, a twisting of the stent in the middle section could be confirmed. Also an occlusion of the vessel was visible in the proximal section of the stent, however, no deficiency of the stent which may have caused the occlusion was visible. On the basis of the images, there is no relation between the stent and the reported occlusion. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported in-stent reocclusion can be caused by various factors and may occur even inside non-defective stents that were correctly placed. An occlusion or reocclusion may be caused by neointimal hyperplasia, hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction or abnormal vessel geometry caused by stent implantation. Also an irregular stent placement as well as insufficient pre- or post-dilation may be contributing factors. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, pre-and post-dilation of the lesion was performed and the stent was placed without difficulty. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU indicates that arterial occlusion/restenosis of a treated vessel is a potential adverse event that may occur. The IFU also states that pre-dilation of the lesion should be performed by using standard technique and post stent expansion with a pta catheter is recommended. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that two weeks post implantation of the vascular stent in the femoral artery, the stent was found to be damaged and occluded. An angioplasty was performed for treatment two days later. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00014, 9681442-2017-00015 and 9681442-2017-00016.